Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers 1.1 to 1.10 were all failed and was unable to be recovered. A field service engineer powered down the station and replaced mini drawer controller board and configured drawer in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawers 1.1 to 1.10 were failed and unable to recover. When tried to recover, error stated that maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.